Manufacturer narrative:
The investigation confirmed that non-reproducible, higher than expected vitros tropi es results were obtained from two patient samples using vitros immunodiagnostics product troponin I es (tropi es) reagent pack lot 2700 processed on the vitros 5600 integrated system (s/n (B)(4)). The most likely assignable cause is instrument related as well wash condition codes had been posted on the analyzer on the day that the events occurred and a within run vitros tropi es precision test performed by the customer on the day of the event was also outside ortho acceptable guidelines indicating that the instrument was likely not performing as intended at the time of the events. An ortho field engineer performed service actions which included replacement of parts for the well wash subsystem. Following these actions an acceptable within-run precision test and quality control fluid results were obtained indicating that service actions had returned the vitros 5600 integrated system to expected performance. Based on historical quality control results, a vitros tropi es lot 2700 performance issue is considered unlikely. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 2700 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. Additionally, pre-analytical sample handling cannot be ruled out as a potential contributing factor to the event as it could not be confirmed that the samples were processed in accordance with the sample collection device manufacture recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
The customer observed two non-reproducible, higher than expected troponin I results for two patient samples processed using vitros immunodiagnostics product troponin I es (tropi es) reagent pack on a vitros 5600 integrated system. Patient sample 2 result 1.56 ng/ml versus expected result of <0.012 ng/ml. Patient sample 3 result 1.28 ng/ml versus expected result of 0.032 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected tropi es results were reported from the laboratory. No treatment was altered, initiated or stopped based on the reported results. Ortho was not made aware of any allegation of patient harm as a result of this event. (B)(4).